Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023, a 13.2mm vticm5_13.2 -9.5/2.5/083 (sphere/cylinder/axis) implantable collamer lens tore/broke during loading. The damaged was noted during lens setting. There was no patient contact. A replacement lens was implanted and the problem resolved. Cause of event was unknown.